Event description:
IV started with vygon 7 inch high pressure set with bionector and rotating male luer lock to administer zometa. As soon as the pre-medication IV was started, the pt called the nurse to let her know the IV was leaking. The leak occurred at the valve site, and the IV tubing was changed out. This issue has occurred on more than one patient. The company rep is aware and has been to the hospital weekly to assist in investigating the problem, retrain nurses on use, etc. The problem has not been resolved.